Event description:
The customer reported that following a diagnostic catheterization/radiology procedure, they attempted to deploy the vasoseal es. When they attempted to remove the locator from the artery, they were unable to retract the j-segment. The locator was pulled through the tissure track with the j-segment fully engaged and the deployment was aborted. No complications were reported.